Manufacturer narrative:
E1, initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that no image was displayed during inspection for use involving an olympus camera head. There was no patient injury reported.